Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an IV insulin drip (intravenous insulin infusion) and a possible delivery anomaly. The customer reported a blood glucose value of 25.1 mmol/l. The troubleshooting was performed. The event involved product(s) mmt-1885. The customer has been using the insulin pump system within 48 hours of a reported high bg event. The high-pressure test did not pass twice. No further patient complications were reported. A product return is not required for mmt-1885.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date in the pump history file. 05/06/2024 00:04:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 05/06/2024 00:09:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 05/06/2024 00:14:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 05/06/2024 00:19:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 05/06/2024 00:24:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 05/06/2024 00:29:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 05/06/2024 00:34:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 05/06/2024 00:59:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 05/06/2024 01:04:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 05/06/2024 01:09:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) please see below for the daily total of all insulin delivered on the event date 06-may-2024 in the pump history file. 05/07/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 05/06/2024 00:00:00.000 dailytotalofallinsulindelivered: 829250 (82.925 u) dailytotalofbasalinsulindelivered: 228500 (22.85 u) dailytotalofbolusinsulindelivered: 600750 (60.075 u) there were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 06-may-2024 in the pump history file. 05/01/2024 14:03:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 05/06/2024 23:16:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/06/2024 23:26:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/06/2024 23:27:07.000 batteryremoved (55) 05/06/2024 23:27:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/06/2024 23:27:33.000 batteryinserted (44) 05/06/2024 23:27:33.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 05/06/2024 23:42:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 05/06/2024 23:52:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery (7) alarm - not confirmed. Lost sensor alert (780) - not confirmed. Failedbatttest (58) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.